Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation with the remaining battery status display at near full bar. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Field session record was reviewed, a dip in voltage was noted consistent with exposure to cold temperature.

Event description:
It was reported that an insertable cardiac monitor (icm) exhibited premature battery depletion. The icm was not implanted, and another was implanted successfully on (B)(6) 2025. The patient had no consequences.

Event description:
It was reported that an insertable cardiac monitor (icm) exhibited low battery out of box, and another was implanted successfully on (B)(6) 2025. The patient had no consequences.